Event description:
In 2002, the end-user called medtronic minimed, and stated that the infusion set had a leak discovered at the connection from the set to reservior. On 10/16/2002 maersk medical a/s rec'd the complaint and 1 used tubing.